Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer connected the pump to the computer and the screen became white. The contact performed a pump reset and a malfunction alarm occurred. Customer's blood glucose level was 162 mg/dl. The customer reverted to manual injections for insulin therapy.